Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 452 mg/dl, 320 mg/dl and 121 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and tested with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those reported were found in the meter's memory; however, not all were within a 10 minute timeframe. (B)(4).